Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4).

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during implantation. The lens was removed without patient injury. The facility believes the lens was damaged by the cartridge.